Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined that the cutter failed testing and the comb was damaged. The cutter was sent back unrepaired, however the comb was replaced and resolved the reported issue. Review of the device history records identified no deviations or anomalies during manufacturing. Devices are used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It has been reported that the instrument was not cutting as well as it should with a query as to if the blade was blunt. No adverse event was reported as a result of this malfunction.

Event description:
It has been reported that the instrument was not cutting as well as it should with a query as to if the blade was blunt. The event occurred during biomedical test/check. There was an alternate product available for immediate use. There was no harm or delay. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information.